Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the patient experienced ¿hyperglycemia attack¿ and lost consciousness, she was taken to the hospital via ambulance. She reported a dexcom sensor error but could not provide further details about her hospitalization. The error persisted for more than six hours. She was unable to provide information about the date of her hospital admission or the treatment provided. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/7/2025.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 04/29/2025. Data was further reviewed. A review of performance data shows that on (B)(6) 2025, he highest estimated glucose value (egv) (398 mg/dl) did not reach the high threshold (400 mg/dl). Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.